Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 12:00 pm after the end user received higher than normal blood glucose results from her prodigy diabetes meter. The end user performed several blood glucose tests with the following results - 580 mg/dl and 450 mg/dl. She was not experiencing any significant symptoms but called the paramedics out of concern with the high readings. The paramedics performed a blood glucose test with their meter and the result was 108 mg/dl. No treatment was administered and she was transported to the ER. After 5 hours in the ER the end user was discharged. There were no treatments given and no additional tests were performed. The end user was instructed to follow-up with a diabetic clinic. No additional details were provided in regards to this medical event.